Event description:
The pulsar-18 self-expandable stent system was used to treat a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous medial sfa. After pre-dilatation, and after several attempts, the complaint instrument was positioned inside the lesion, but it was not possible to release the stent. Since the stent could not be released, the instrument was withdrawn, and a defect of the outer sheath was noticed. Another stent was used to successfully finalize the intervention. The complaint instrument was discarded at the hospital.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.